Event description:
Near-infrared spectroscopy (nirs) probe placed on right flank resulted in stage 2 pressure injury.

Event description:
Nirs probes placed on patients have resulted in different injuries, including skin tears, burns, and pressure injuries.